Event description:
It was reported that prior to use the display in the cs300 intra-aortic balloon pump (iabp) was distorted and illegible. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/3233) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that the customer stated that the display was distorted and illegible. Upon inspection by getinge service, the malfunction was reproducible. The color video receiver board was replaced to resolve the issue. After the repair, the unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that the display in the cs300 intra-aortic balloon pump (iabp) was distorted and illegible. It is unknown the circumstances in which the event occurred however, there was no patient involvement, and no adverse event reported.